Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that it might had been exposed to moisture as she was sleeping with it in her bra. Blood glucose value is 276 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.